Event description:
It was reported that a folfusor lv2 had particles in the reservoir. This was identified after the device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between 03/08/2013 and 03/11/2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The folfusor was received for evaluation. Visual and microscopic inspections were performed. No particles were identified during product evaluation. However, tiny white striated marks were identified on the outer surface of the bladder. These marks were identified to be antioxidant. Antioxidant is a component of the reservoir material; it is not a particulate matter. The evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.